Manufacturer narrative:
Initial reporter's phone number: (B)(6). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction with a 450cc mentor cpx 4 breast tissue expander with suture tabs on the right side on (B)(6) 2019, suffered right breast implant deflation, post-procedure. Monthly expansion were made until the size reached 360cc on (B)(6) 2020 and then on (B)(6) 2020, it was noticed that the device only had 80cc left. Per mentor tissue expander instruction for use, these devices are for temporary use only and are not intended for use beyond six months, and this device was inside the patient for more than six months when the deflation was discovered. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.